Event description:
Suspected bowel injury treated with temporary diverting colostomy.

Manufacturer narrative:
The surgeon nor the hosp have indicated to the hosp whether or not they intend to report this event. The method code was selected with "other" meaning that lot records, training, labeling, ect. Were verified. There is no evidence of any out of spec condition for product used in this case. The investigation of this event is inconclusive as to the cause. However, an MRI to the coccyx is recommended, but was not done. This MRI is recommended in order to help surgeons detect possible scar tissue. The absence of this MRI and the pt's prior surgical history point to the possibility of undetected scar tissue being a possible contributor to this event.